Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot#: va1mecf, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the extension implant, when the neurosurgeon connected the extension to the lead, the lead fractured. The etiology stated the event was related to the device/therapy, and not related to the implant procedure. The event is ongoing. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-40 lot# va1mecf implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the device was explanted and the issue resolved without sequelae on (B)(6)2018.

Manufacturer narrative:
Updated to reflect scheduling of surgical intervention. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the lead would remain implanted until (B)(6) 2018 when it was scheduled for explant and replacement. It was noted when the neurosurgeon realized the dissection, the left was sectioned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event also resulted in in-patient hospitalization.